Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient claims that the liner that was inserted has slipped and it's not in the exact position anymore. Additional information received on 2023-07-19: patient gave his x-rays to the doctor on (B)(6) 2023 and he had thought the liner had slipped. The doctor told him he just had increase wear on the liner from it being off centered and he is being recommended to be replace with a bipolar. Other side is positioned correctly and he has no issues with it.